Event description:
The physician increased the pt's dosage with no therapeutic effect. A dye study was attempted. They were unable to aspirate from the catheter access port (cap) after multiple attempts; the physician was also unable to see the spinal end of the catheter. They concluded that the catheter was broken off since they couldn't see or aspirate it. A catheter replacement was planned. It was noted that the pump was working; they had no volume discrepancies at refill. The medication being delivered via the device system was not reported. A follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
(B) (4): catheter.